Event description:
A site representative, neuro coordinator, reported that while in a spine procedure, the tip of their 4.5 tap broke off approximately 1/4 inch below the top of the tap. The piece was retrieved and did not cause any harm to the patient. The instrument was being used with a ratchet handle and not under any power. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Return requested. Replacement 4.5 tap shipped to site (B)(4) 2014. Medtronic investigation of returned suspect 4.5 tap finds that, as reported, the tip of the instrument has been broken off. Pieces broken - physical damage directly caused event.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.